Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the up arrow keypad button was both under and over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of the up arrow button response issue was not duplicated. The keypad was removed and no contamination or damage found on the button contacts. There was no defect found during investigation.